Event description:
IT WAS REPORTED THAT THE PATIENT WAS EXPERIENCING DISCOMFORT AT THE MIDLINE AND AT THE IMPLANTABLE PULSE GENERATOR (IPG) SITES THE PATIENT UNDERWENT A SPINAL CORD STIMULATOR (SCS) SYSTEM EXPLANT PROCEDURE. THE PATIENT WAS DOING WELL POSTOPERATIVELY, AND THE EXPLANTED PRODUCTS WERE DISPOSED OF PER FACILITY PROTOCOL.

Manufacturer narrative:
BLOCK B3: EXACT DATE UNKNOWN, EVENT OCCURRED A YEAR FROM THE DATE MANUFACTURER BECAME AWARE OF THE EVENT. ADDITIONAL SUSPECT MEDICAL DEVICE COMPONENTS INVOLVED IN THE EVENT: MODEL NUMBER/CATALOG NUMBER:SC-2218-50. SERIAL NUMBER: (B)(6). BATCH/LOT NUMBER: (B)(6). MODEL/CATALOG DESCRIPTION: LINEAR ST LEAD KIT 50 CM. UNIQUE IDENTIFIER (UDI): (B)(4). NUMBER/CATALOG NUMBER: SC-2218-50. SERIAL NUMBER: (B)(6). BATCH/LOT NUMBER: (B)(6). MODEL/CATALOG DESCRIPTION: LINEAR ST LEAD KIT 50 CM. UNIQUE IDENTIFIER (UDI): (B)(4). MODEL NUMBER/CATALOG NUMBER: SC-4318. BATCH/LOT NUMBER: 35008239. MODEL/CATALOG DESCRIPTION: CLIK X ANCHOR STERILE KIT. UNIQUE IDENTIFIER (UDI): (B)(4).

Event description:
It was reported that the patient was experiencing discomfort at the midline and at the Implantable Pulse Generator (IPG) sites The patient underwent a Spinal Cord Stimulator (SCS) system explant procedure. The patient was doing well postoperatively, and the explanted products were disposed of per facility protocol.

Manufacturer narrative:
Block B3: Exact date unknown, event occurred a year from the date manufacturer became aware of the event.Additional suspect medical device components involved in the event:Model Number/Catalog Number:SC-2218-50,Serial Number: (b)(6),Batch/Lot Number: 7154488,Model/Catalog Description: LINEAR ST LEAD KIT 50 CM,Unique Identifier (UDI): (b)(4). Number/Catalog Number: SC-2218-50Serial Number: (b)(6),Batch/Lot Number: 7154179,Model/Catalog Description: LINEAR ST LEAD KIT 50 CM,Unique Identifier (UDI): (b)(4).Model Number/Catalog Number: SC-4318, Batch/Lot Number: 35008239,Model/Catalog Description: CLIK X ANCHOR STERILE KIT,Unique Identifier (UDI): (b)(4). Investigation Results:The devices were not returned for analysis; therefore, a technical analysis could not be performed. Device History Record:It was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.Labeling Review:Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.Investigation Conclusion:Based on a thorough review of the reported complaint, an investigation conclusion code of Cause Not Established was assigned to the investigation for all components.